Event description:
It was reported that the lead was attempted to be implanted in the left ventricle but not used due to dislodgement. The lead would not maintain position in the anatomy. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.